Manufacturer narrative:
A customer in the united states notified biomérieux of the misidentification of providencia stuartii in association with vitek® 2 gn ID test kit (ref 21341, lot 2410155103). The customer reported that vitek® 2 identified an organism as serratia fonticola twice. Api® and microscan® testing identified the organism as providencia stuartii. An internal biomérieux investigation was performed. The submitted isolate was subcultured and testing included individual organism suspensions on gn cards from the customer lot and a random lot in duplicate, and the vitek ms. All four (4) gn cards tested resulted in excellent identifications of serratia fonticola, duplicating the misidentification. The vitek ms resulted in the final identification of providencia stuartii with a 99.9% confidence value. A review of the s. Fonticola data against expected reactions for an identification of p. Stuartii demonstrated one (1) atypical positive reaction (ado) according to the gn knowledge base, contributing to the misidentification. This is an atypical strain.

Event description:
A customer in the united states notified biomérieux of the misidentification of providencia stuartii in association with vitek® 2 gn ID test kit (ref 21341, lot 2410155103). The customer reported that vitek® 2 identified an organism as serratia fonticola twice. Api® and microscan® testing identified the organism as providencia stuartii. Customer stated that there were no wrong results reported to a physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.